Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had an infection at original implant site. Reportedly, the incision would not heal. The hcp decided to create a new pocket and implant a new battery. No other complications were reported and the pt was doing well.